Event description:
It was reported that shaft break occurred. A direxion fathom-16 system was use for genicular artery embolization(gae). During the procedure, the direxion catheter was not functioning as expected. Upon removal, the catheter was found to be broken about 5 inches from the hub. The procedure was completed with the same device. There were no patient complications reported.